Manufacturer narrative:
New information has been received pertaining to the event that the customer found there was no issue with the reported product. This event has been reassessed and found not to be a reportable event and is not associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the end-tidal carbon dioxide (etco2) was higher than the partial pressure of carbon dioxide (paco2) from the venous blood gas (vbg) draw. It was noted that all modules were calibrated since the yearly scheduled calibration was due. The etco2 readings were corrected per the registered respiratory therapist (rrt) following the calibration. Customer added that after the monitors had co2 recalibrated, the paco2 and etco2 numbers looked good. There was no issue with the filter line. There was no patient injury. Not a complaint.

Event description:
According to the reporter, during use, the end-tidal carbon dioxide (etco2) was higher than the partial pressure of carbon dioxide (paco2) from the venous blood gas (vbg) draw. It was noted that all modules were calibrated since the yearly scheduled calibration was due. The etco2 readings were corrected per the registered respiratory therapist (rrt) following the calibration. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.